Event description:
It was reported that the patient attempted to perform a remote transmission that was unsuccessful. Therefore, the communicator was replaced. Remote transmission was still unsuccessful with the replacement communicator. Follow up was performed in clinic and two programmers were unable to perform interrogation due to a telemetry failure. Additionally, magnet application did not elicit any tones. Device replacement was recommended; however, the device will remain in service due to the patient's advanced age, lack of pacing dependence, and the fact that the patient did not want to undergo invasive treatment. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.